Event description:
The customer reported that the insulin pump alarmed motor error, was exposed to moisture and had display anomaly. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that she removed the reservoir from the insulin pump and noticed there was insulin on reservoir window but no moisture visible on the insulin pump. Customer mentioned that there are pixels missing from her display screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with traces of moisture at the mother board and lcd board per visual inspection. No display anomaly noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.